Manufacturer narrative:
Due to character limitations, event site telephone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the equipment price loop was leaking, and the safety disk was tested for failure. After replacement safety disk, the equipment's various functional parameters were tested and delivered for clinical use normally.

Event description:
N/a.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). Event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that, during inspection before use, the cardiosave intra-aortic balloon pump (iabp) occasionally displayed an iab loop leakage alarm. There was no patient involvement.